Manufacturer narrative:
Insulin pump had a cracked case near lcd window, minor scratches on lcd window, cracked reservoir tube, cracked reservoir tube window, cracked reservoir tube lip, broken belt clip slot, cracked battery tube threads, stained address/serial number label and stained end cap sticker.

Event description:
No blood glucose levels reported. The customer reported scratches on the insulin pump. The customer also reported that the insulin pump had a worn display. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).